Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm 3300tfx aortic valve was explanted after an implant duration of 5 years, 6 months due to thickened leaflet with minimum mobility. The device was replaced with a 27mm 11500a aortic valve. The procedure was successful.

Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including history of bicuspid aortic valve and hyperlipidemia (hld).

Event description:
It was reported that a 27mm 3300tfx aortic valve was explanted after an implant duration of 5 years, 6 months due to calcification and restricted mobility of the leaflet corresponding to the right coronary cusp. The patient presented with anginal pain, decreased exercise tolerance, and dizziness. The device was replaced with a 27mm 11500a aortic valve. The procedure was successful. Per medical records, the patient presented with decrease exercise tolerance, anginal pain, and dizziness. Workup showed moderate to severe aortic stenosis and cad. The right coronary cusp has calcification with severely restricted movement. The patient underwent redo avr with a 27mm 11500a inspiris resilia aortic valve and CABG x1. The procedure was completed without complications and the patient was taken ack to the ICU in stable condition postoperatively. On pod# 5, the patient developed chb and required a permanent pacemaker implantation. The patient was discharged from the hospital on pod# 9.